Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station door failed continuously. A field service engineer replaced tower door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the bd pyxis medstation es system had a failed drawer. The customer reported that the user was unable to obtain medication for the patient due to a malfunctioning drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station door 1 fails continuously. A field service engineer identified a malfunctioning latch and replaced it to rectify the problem. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had a failed drawer. The customer reported that the user was unable to obtain medication for the patient due to a malfunctioning drawer. There were no adverse events or injuries reported based on this event.